Manufacturer narrative:
A philips clinical specialist was asked to go to this facility to complete follow up training for staff of the telemetry unit related to alarm handling. On arrival, the staff shared with her that an adverse event had occurred in 2008 involving a telemetry patient who expired after experiencing a life-threatening event that was not responded to immediately by staff, leading to a 20 minute delay in treatment. Upon further investigation, it was determined that staff did not report this to their own biomed staff for 7 months, and therefore philips was never contacted at the time of the incident. An internal investigation had been performed which determined that a leads off condition had occurred at the time and alarms were provided at the device, but were not immediately attended to. There was no allegation of any device malfunction or failure to alarm. The IFU (instructions for use) adequately describes the leads off alerts. The hospital wanted philips to complete follow up training in order to close this issue as they felt it was a user issue and not a device issue. The training has been completed. No further response is warranted per the customer.

Event description:
The customer reported that a patient went into vtach/vfib then asystole and the monitor tech at the central station, stated the patient showed heart rate in trend review with the vtach/vfib rythm. The patient expired.